Manufacturer narrative:
(B)(4). Date sent: 4/26/2024. D4: batch # 900a59. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one vasecr35 reload was received. The reload was received fully fired. Upon evaluation of the reload, were noted some hairline cracks and reload deck displacement that does not affect staples formation and the device functionality. No functional test was performed due to the condition of the reload. Based on the information currently available, a product issue was identified during the investigation of the reload received. This product issue will be addressed through ethicon endo surgery¿s quality system. The event described could not be confirmed as the reload was received fully fired. Device history review: a manufacturing record evaluation was performed for the finished device batch number 900a59, and no non-conformances were identified.

Event description:
It was reported that during the unk surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.